Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da error upon interrogation. No other errors were present, and after the error was cleared the device check was normal. Technical services discussed the da error was a benign memory correction. No adverse patient effects were reported.